Event description:
Customer reported that he was hospitalized in intensive care unit due to high blood glucose, ketoacidosis and low blood pressure. The blood glucose reading was 360 mg/dl at the time of admissions. Customer also report that his insulin pump was not vibrating to alert him of low insulin on his reservoir. Troubleshooting was performed and the insulin pump appears to be working correctly. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Low reservoir alarm functioned properly. Unit passed self test and vibrator functioned properly. Unit had cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube window.